Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to recognize ECG and therapy electrode signal. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, q16, and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for an unrelated reason, a reportable problem was found. The monitor failed to complete a baseline ECG recording.